Event description:
It was reported that during a lap sigma procedure, during connecting the head with the instrument there was a cracking noise, and then it could not be connected. They took a second instrument, bleedings, sutured by hand. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/10/2009. Information anticipated, but unavailable at this time